Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. Device history lot: part: 03.010.523, lot: l052019, manufacturing site: bettlach, release to warehouse date: 12. Sept. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary background: it was reported that during an open reduction internal fixation (orif) of the right femur on (B)(6) 2020, the driving cap broke off in the insertion handle during hammering. It is unknown if there was a surgical delay. The procedure was successfully completed with the use of another driving cap. There was no patient consequence reported. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown quantity 1), unknown hammer (part # unknown, lot # unknown quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l052019) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se_380067 rev l. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: the driving cap/threaded (part # 03.010.523 lot # l052019) was manufactured at the bettlach site on 12-sep-2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's relevant to the complaint condition were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l052019) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during an open reduction internal fixation (orif) of the right femur on (B)(6) 2020, the driving cap broke off in the insertion handle. It is unknown if there was a surgical delay. Surgical outcome is unknown. There was no patient consequence reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).